Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. It is unknown if the lead will return for analysis. No adverse patient effects were reported. This supplemental report is being filed as previously it was reported on the right ventricular (rv) lead however, new information suggests that it was the right atrial (ra) lead involved. During a device change out procedure it was noted the right atrial (ra) lead was attempted due to noise. Troubleshooting shooting was performed and the lead was removed and reconnected and noise was still observed. Additionally, the pacemaker was also attempted as the physician suspected a header connection issue. A new ra lead and pacemaker was implanted successfully. The lead and device will be returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. It is unknown if the lead will return for analysis. No adverse patient effects were reported. This supplemental report is being filed as previously it was reported on the right ventricular (rv) lead however, new information suggests that it was the right atrial (ra) lead involved. During a device change out procedure it was noted the right atrial (ra) lead was attempted due to noise. Troubleshooting shooting was performed and the lead was removed and reconnected and noise was still observed. Additionally, the pacemaker was also attempted as the physician suspected a header connection issue. A new ra lead and pacemaker was implanted successfully. The lead and device will be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried tissue was noted in the helix housing. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.